Manufacturer narrative:
Catalog no was updated.

Manufacturer narrative:
The customer's accu-chek softclix lancing device was received without lancets. The reported failure on protruding lancets could not be confirmed during investigation. The customer's device was tested into a rubber mat with test lancets at all different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancet ejection also worked without any problems. The lancing device was disassembled for investigation, but no abnormality was found. The device worked within specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated the lancet was not sticking the finger and would not fire. While troubleshooting with customer support, it was found that the lancet was sticking out of the endcap of the lancing device. It was confirmed the lancet was fully seated in the device and customer was using the correct lancet. There was no allegation of an adverse event. The lancet lot number was z230017 with an expiration date of 31-may-2020. The suspect lancing device and lancets were requested to be returned for further investigation. Replacement product was sent.